Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a terumo bct service technician checked out the machine at a customer site. The technician cleaned all tracks and sensors on all pump units and the soft cassette housing and then performed all auto tests and a fluid test successfully. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed the fluid balance is -17.88% and does not there is no allegation of hypovolemia. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that less than 500 ml of saline was returned during final rinse back cycle on a donation volume of over 600 ml. The customer checked for set up errors or kinks in lines and no issues were found. Patient information and outcome are unknown at this time.

Event description:
The customer reported that less than 500 ml of saline was returned during final rinse back cycle on a donation volume of over 600 ml. The customer checked for set up errors or kinks in lines and no issues were found. Patient information and outcome are unknown at this time.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at a customer site. The technician cleaned all tracks and sensors on all pump units and the soft cassette housing and then performed all auto tests and a fluid test successfully. Investigation is in process, a follow-up report will be provided.